Event description:
On (B)(6) 2014, myelotec, inc., received a complaint from lawyer filed his complaint against 27 healthcare providers and facilities involved in the care of the subject patient-plaintiff, and also has attempted to allege product liability theories against myelotec, inc. Plaintiff allegedly underwent an unspecified surgical intervention to his cervical spine on (B)(6) 2009 at (B)(6). Plaintiff contends various medical professionals were negligent and also acted fraudulently with regard to his care and treatment. Plaintiff's alleged injuries include pain, suffering mental anguish, and future medical expenses. The complaint contains no specific information regarding the myelotec medical device allegedly at issue in the surgery. The complaint generally references the myelotec video guide catheter, navicath steerable catheter, and endoscope. A specific device name and lot number was not provided, nor was myelotec device allegedly associated with this event returned for investigation.

Manufacturer narrative:
Specific device type was not documented in the lawsuit claim, complainant listed several devices manufactured by myelotec but did not indicate a specific device or lot number that was used in the event as described.